Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the ins was not working to help their symptoms. Patient called the manufacturing representative (rep) the saturday after implant, because at the beginning they weren't able to hold their pee and they had urgency pretty bad. The pain was coming back and the stimulator was vibrating really bad. They were having leg pain under the vaginal area. The rep had them move from program 1 to program 4, and things were calmer. Patient said about three days ago from monday december 2 patient was on program 4 at 1.7ma., and they were waking up because they were vibrating. The vibration was painful and annoying. Both hands and feet were throbbing. Their feet were worse than the hands. They said right when they came out of surgery their right leg was killing them. After they laid down they were fine. If patient lays on their stimulator it vibrates really bad. They had vibrations down their leg. They couldn't handle the vibrations 24x7 so they brought it down to 1.6ma on monday. They then couldn't hold anything (poop/urine) it just started coming out and the pain came back. They had to run to the bathroom. They were not as bad having to hold it. The pain was not back to 100% but it was to 50%. Right now they don't feel the vibration as bad but lower butt underneath toward right leg. It's not painful but they feel like they have to urinate 24x7. They can hold their poop. Last wednesday they went to their post operative appointment and met with the nurse and they were fine. Then that weekend they started becoming bad. Right now they feel vibration but not as bad. It's not painful. They can hold their poop. Patient was not getting 50%relief of symptoms. Redirected patient to healthcare provider (hcp) to see if they should try a different program.